Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, after dilatation of the duodenal papilla was complete and the balloon was attempted to be deflated, air and bile started to flow into the alliance syringe due to a leak in the balloon. The balloon was unable to deflate completely and could not be removed into the endoscope. The physician removed the cre wireguided catheter balloon together with the endoscope out of the patient completing the procedure. Reportedly, water and contrast were used as the inflation medium. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of balloon deflation failed. Reported event of balloon leaked. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Functional and visual examination of the complaint device revealed that the balloon had leaks just below the proximal bond by the exit marker upon inflation with water. Based on the condition of the returned device, this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, after dilatation of the duodenal papilla was complete and the balloon was attempted to be deflated, air and bile started to flow into the alliance syringe due to a leak in the balloon. The balloon was unable to deflate completely and could not be removed into the endoscope. The physician removed the cre wireguided catheter balloon together with the endoscope out of the patient completing the procedure. Reportedly, water and contrast were used as the inflation medium. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.